Event description:
Prior to use on patient, staff inspected ICU medical IV tubing due to ongoing concerns with contaminations. Staff discovered a black speck in the drip chamber of secondary IV tubing.